Manufacturer narrative:
Block h6: imdrf device problem code a150103 captures the reportable investigation result of clip premature deployment at the esophagus. Block h10: (investigation results). The returned resolution 360 clip was analyzed, and a visual evaluation noted that the device was returned without the clip assembly. In addition, the device has evidence of premature deployment (yoke is attached to the control wire). Media inspection was performed as there were two photos provided where it shows the device pouch, and the clip prematurely deployed. No other problems with the device were noted. Upon analysis, it is important to note that the presence of the clip assembly is crucial to the investigation, as the reported event is directly related to this component. To determine the root cause of the problem encountered by the physician, inspection of the clip assembly is necessary. Although the exact cause cannot be confirmed, it is most likely that the failure resulted from operational factors during the procedure such as attempting to open the clip after activation, the physician's deployment technique, the scope's position or angle, or detachment of the capsule due to contact with a surface. However, these remain hypotheses.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the lower area of the esophagus for arterial bleeding during a hemostasis procedure performed on (B)(6) 2025. During the procedure and inside the patient, it was found that the clip was not on the tip of the device. The clip was already missing from the package. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed an MDR-reportable event based on the investigation results which revealed that the clip prematurely deployed. Please see block h10 for full investigation details.